Manufacturer narrative:
The glidescope bflex 5.8 bronchoscope was returned to verathon for evaluation. A verathon representative evaluated the returned bflex 5.8 bronchoscope and was unable to confirm the "frozen image" issue. The bflex 5.8 bronchoscope was connected to a known, good, test core 10-inch monitor and the image remained stable when the connector and the shaft were manipulated. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the screen froze when the bronchoscope was being inserted into the endotracheal tube. The customer was able to reset the screen by unplugging and re-plugging the glidescope quickconnect cable. Within a few seconds, as they continued to insert the bflex bronchoscope into the endotracheal tube, the screen froze again. A delay of an unspecified duration occurred as a backup glidescope bflex 5.8 bronchoscope was obtained. No harm to the patient or user was reported.